Event description:
After this sjm epic supra valve was placed, the intraoperative echocardiogram revealed severe central aortic insufficiency. It was observed the cusps were not coapting. The valve was removed and replaced with another 21 mm sjm epic supra valve. It was reported pump time was prolonged with inotropic support and extended admission in the ICU. The patient was reported to have been discharged from the hospital.

Manufacturer narrative:
(B)(4). The results of this investigation concluded one cusp contained a tear in the free edge. There was no evidence found to suggest the cause of the tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.